Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had more than 5 low voltage advisories on (B)(4) 2022 on their mobile power unit (mpu). There were only intermittent low power advisories throughout the file. These were only occurring on the white lead of the mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient experienced low voltage advisories while on mobile power unit was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file (ba171412) was submitted for review and showed events spanning approximately two days ((B)(6) 2022 per timestamp). Low voltage advisory alarms were active on (B)(6) 2022 from 04:58:22 to 11:18:35 and then at 17:47:29 due to invalid rsoc faults, red rsoc, and yellow rsoc faults. These alarms occurred while connected to the module power unit (mpu) and coincided with fluctuating rsoc voltage readings outside the expected voltage range on the white power cable, which was not coincident with power source exchanges. Pump operation was not affected by these alarms. Low voltage and atypical power cable disconnects events only occurred on mpu. The event log file did not capture any low voltage alarm events while the system controller was connected to the 14v battery power. Several emails with request for missing meaningful data and/or event details were sent to customer, asking the serial number of the mpu. To date, no response has been received. This analysis could not conclusively determine a root cause for the reported event. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use (IFU) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.